Event description:
A tubing set split during use with a power injector. The customer reported that an unspecified power injector was infusing an unspecified contrast media at a rate of 2.6ml/second via the extension set. Upon initiation of the injection the tubing set was reported to have split distal to the y-site where the injector set was connected. The customer reported that there was no adverse effect to the patient and no delay in critical diagnostic testing. Though requested, no additional information was provided.